Event description:
Customer reported 4 false positive results for rsv target on the alinity m resp-4-plex assay. The customer questioned the samples because of the shape of the curves and the late cycle threshold (CT) number. It was not confirmed by the customer if the samples were retested. The results were not released outside of the lab. Therefore, there was no impact to patient management reported due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review results logs were reviewed. The run which involved sample ID (B)(6) was not valid and did not meet assay specification requirements due to the reactive negative control. As a result, this sample ID was flagged with "negcontrolfailed" and should be re-tested per alinity m resp-4-plex package insert (53-608209/r1). The run for the other 7 discrepant results (across this ticket and 076106re1696744) were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. · the 8 discrepant results were positive for the rsv target. The curves are not abnormal, and the raw curves do not exhibit any spikes or noise, suggesting the amplification is not artificial. · based on the results of amp tray carryover analysis, a risk for potential amp tray carryover was not identified. Per the tickets' text and this data review, the customer received a reactive negative control. The controls were run again, and the negative control passed upon re-test. Per the alinity m resp-4-plex package insert: "flu a, flu b, rsv, or sars-cov-2 detected in the negative control is indicative of contamination by other samples or by amplified product". Quality data review the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 524960. The customer data review verified that the curves for the discrepant results were not abnormal, therefore complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 and discrepant results that exhibit normal curves. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 was not identified.